Manufacturer narrative:
It is unknown if the device is available for evaluation. The device has been requested to be returned, however, it has not been received. Without the returned device, a probable cause is unable to be determined.

Event description:
It was reported that, on an unknown date, a 3-gang 1o2® manifold w/back check valve, rotating luer generated a leak during patient use. The customer has been experiencing leaking with the item. There was no patient harm reported.